Event description:
It was reported by the customer that we had another cathena not safety, verbatim: we had another cathena not safety, this one was a winged version.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue safety shield activation failure was confirmed upon inspection of the photos. The probable root cause is attributed to improper user handling. The adapter was not firmly seated on the tip shield in accordance with the instructions for use (IFU). If there is a gap between the adapter and tip shield interface, it causes the v-clip to not hold the adapter properly, potentially resulting in device malfunction and the needle being exposed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.